Manufacturer narrative:
The incident has been reported to the MFR on 01/10/2014. Results of analysis will be developed in a f/u report.

Event description:
As it was impossible to change the pressure setting, spva was extracted.